Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline fault alarms. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The account submitted a log file for review. 129 yellow wrench advisories associated with 129 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 1. The other phases did not appear to contribute to the fault. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not provided. The patient's (B)(6) 2021 driveline repair is captured under MFR # 2916596-2021-01746. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an external repair but their driveline had sheath fractures at multiple sites. The patient experienced several driveline fault alarms that mostly occurred at night. The patient denied hearing an audible alarm. Log files captured intermittent strings of driveline fault alarms between 20sep2022 and 29sep2022. Previous driveline repair was done on (B)(6) 2021. There were no other unusual events recorded in the log files event history. The device operated as intended. It was determined that the driveline faults were likely authentic given that the controller serial number was of a later model. This indicated that there may be a damaged wire in the driveline. The green wire displayed a higher current than usual, so it seemed like there was an issue with the yellow wire that was causing these alarms.